Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test or verify the frozen display due to the critical pump error (open book image) alarm. The trace and history files were successfully downloaded using thump. The open book was generated due to 3 sequential pump error 53 (filenum/linenum=174/334) that were triggered in the uhp_filter.c function uhp_filtersgdailyhistor() line 334: check_sg_daily_history_bounds(phistory->items[phistory->count - 1]) - this is the sw issue. Fixed in 6.63. The pump was cut open for visual inspection. No evidence of damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. Critical pump error (open book image) alarm and pump error 53 alarm are confirmed due to a software error. The frozen display complaint is unknown due to the critical pump error (open book image) alarm medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 250 mg/dl. The customer reported critical pump error with frozen screen after software update. The customer treated hyperglycemia through discontinuing use of insulin delivery system. The event involved product(s) mmt-1884, 78893-01, mmt-442ag, mmt-332a, mmt-6101. Troubleshooting was performed for critical pump error and confirmed no damages to pump. No further patient complication was reported. The customer will discontinue the use of pump. No product return is required for 78893-01, mmt-442ag, mmt-332a. Product mmt-1884 will be returned. Product return is not applicable for non physical device mmt-6101.